Event description:
It was reported that the surgeon stated that there appeared to be a collection of fluid over the wound. Multiple tissue specimens and swabs were taken and sent to pathology. A revision surgery was performed. The head and liner were removed, and replaced with a size 36 mm +4 oxinium head and a 52 mm 20 degree r3 liner, which was inserted into the cup. The cup and stem were left untouched, and remained insitu.

Manufacturer narrative:
The affected head and liner were not returned for evaluation. The part and batch information for the head was not provided; thus, a review of the manufacturing records cannot be conducted for this device. The liner was manufactured in 2018, and a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including a review of complaint history for the liner revealed no prior complaints for the listed failure mode. As the device information was not made available for the head, a review of the complaint history cannot be conducted at this time. Without the return of the actual product involved and no product information available for the head, our investigation of this report is inconclusive. A clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.